Event description:
A (B)(6) male complex regional syndrome type I in left ankle, lumbar spondylosis without myelopathy and implant of neuromodulator (B)(6) 2015 and patient presented to the emergency department (B)(6) 2015 with concerns of infection near nerve stimulator. Patient developed slight redness and discharge over the right buttocks cheek and swelling under low back incision. Patient offered admission for IV antibiotics and patient refused and patient was discharged on distal antibiotic to bactrim and follow-up on (B)(6) 2015 for subsequent explant of device. Manufacturer response for neuromodulator, spectra sc5532-1 (per site reporter): rep is ready to pick up from hospital for their review.